Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an undetected upstream occlusion during an infusion of normal saline at a rate of 200 ml/hr with a volume to be infused of 1025-ml. The customer stated that the blue clamp that slides into pump (key) was clamped, not in the keyhole but clamped and the pump thought that fluid was flowing. Clinical review of the event history log was performed. On the date of this event, between 8:29am -15:40pm, fourteen upstream occlusion alarms were noted and each was acknowledged by the user. Any patient injury or medical intervention is unknown.